Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. The device was recertified and returned to the customer. The device activity log showed no evidence of the customer's report. The battery and multi-function cable used at the time of the event and the clinical data were not returned as part of this investigation. The customer was advised to replace the multi-function cable as a precaution. No trend is associated with reports of this type.